Manufacturer narrative:
The physician elected to leave the system implanted with no changes. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine device replacement procedure, this device had recorded a pacing impedance measurement greater than 2,000 ohms. The associated lead had normal measurements as measured by the previous device and a pacing system analyzer. No adverse patient effects were reported.